Event description:
It was reported that during surgery, water leaked from the cassette area on the unit after using 3 bottles of atheromatic. A fourth bottle was being used at the time of the leakage. An attempt was made to continue using the unit. However, a sensor error was observed and the unit could no longer be used. It was further reported that there was a concern whether the irrigation water to the pt may have become contaminated by the unit or not. A backup unit was used and the surgery continued without delay. It was further reported that there was no harm to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.